Event description:
Event description guidant received information that this transvenous defibrillation lead was oversensing with inappropriate therapy and inhibition of pacing. Noise was also apparent on both the rate sense and high voltage egrams. Inspection of the lead revealed it was reversed in the device header. The lead was inserted into the correct header. No further issues have been reported.